Manufacturer narrative:
The unit was received with blank display due to a corroded electronic assembly. The unit was unable to perform the operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to the blank display. The following physical damage was noted: minor scratches on the lcd window, cracked casing at the display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked casing at reservoir tube window corners.

Event description:
The customer reported via phone call that their insulin pump was exposed to moisture; the customer was walking during a down pour. The patient's blood glucose at the time of incident was 132 mg/dl. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that there was fluid under the lcd display. There was also a crack near the reservoir compartment that the customer believes is unrelated to the moisture exposure event. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.